Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 which refers to the consumer herself of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011; the lot number used was 827945. Consumer stated that she had a drastic hit in her overall health. The pain started 8 weeks after the procedure and fatigue, brain fog, migraines, constant bladder pain and infections, all over body aches, insomnia, mood swings, horrific menstrual cycles, painful intercourse, and weight gain followed soon after. The hip pain was so bad that she could not stand up without help. She had 4 children and they have lost their mom for 3 years. She was not able to do the things that she used to do. She was diagnosed with fibromyalgia and put on pain medication that made her sicker. She finally found that she wasn't the only one with these problems and went to her gynecologist and talked to him. On (B)(6) 2014 she had a complete hysterectomy and essure removal and noticed her hip pain was gone instantly. She stated that she was starting to get her life back after getting essure out of her. Product technical complaint investigation result was received on 03-jun-2015: the ptc global reference number is (B)(4). Production date: feb-2011 and expiration date: feb-2014. Final assessment: since no product was returned to us for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and pain started 8 weeks after the procedure (interpreted as pelvic pain), she also reported hip pain that was so bad she couldn't stand up without help. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. In the present case the consumer informed that the pain started 8 weeks after the procedure. Therefore given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. She underwent a hysterectomy and essure removal 3 years after insertion and noticed the hip pain was gone instantly; therefore this event was also assessed as related to essure. Additional non-serious events were reported. This case was regarded as incident due to the reported hysterectomy. A product technical analysis was performed and concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on (B)(6) 2015: the required number of follow-up attempts have been completed with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and pain started 8 weeks after the procedure (interpreted as pelvic pain), she also reported hip pain that was so bad she couldn't stand up without help. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. In the present case the consumer informed that the pain started 8 weeks after the procedure. Therefore given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. She underwent a hysterectomy and essure removal 3 years after insertion and noticed the hip pain was gone instantly; therefore, this event was also assessed as related to essure. Additional non-serious events were reported. This case was regarded as incident due to the reported hysterectomy. A product technical analysis was performed and concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up attempts.